Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s high blood glucose level was 560 mg/dl. The product will not return for the analysis.